Event description:
A 66-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. Novocure was informed on august 25, 2024, that the patient was hospitalized from (B)(6) 2024, following a fall while walking her dog. During the incident, the patient struck the left side of her head and arm against a metal fence. The patient was brought to the emergency room, where a cranial hemorrhage was ruled out. Although, the patient sustained a skull contusion and a 12 cm scalp laceration, which required 16 sutures. Additionally, she fractured the left humeral shaft and was treated conservatively with an upper arm brace. The patient was discharged home with the wound showing no signs of irritation. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted for additional information but could not provide any additional information regarding the reported event. The physician noted the patient did not experience disease progression as of (B)(6) 2024.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin laceration and secondary contusion cannot be ruled out. The fall and secondary humerus fracture were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Contusion is an expected event with optune gio device use (ef-11 0% and 4% ef-14 optune arm).